Event description:
The pt is implanted with a scs system that includes two leads from the same lot. It was reported the pt has not received effective stimulation and is experiencing cramps and pain in her abdomen with the stimulation on, however, when the stimulation is turned off the cramping subsides. Reprogramming was unable to resolve the issues. X-rays are pending.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.